Event description:
The complainant reported the automated impella controller (aic) was not able to re-charge. The power cable has been plugged to multiple different plugs unsuccessfully. Therefore, the console had to be exchanged during the procedure. There was no reported patient harm.

Manufacturer narrative:
(H3) the investigation into the reported "aic - a/c power issues" has been completed since the original report was filed. Product was returned for investigation. Upon inspecting the console, two fuses were blown and the power supply was blackened and the inability to charge was reproduced. However, replacing the power supply, the console was able to charge again. During data analysis, on 12/13, the console (ic1821) was booted up at the start of the case immediately getting an event 109 for ac power disconnected. The console was power cycled but ac power still showed as disconnected. Multiple more attempts to power cycle across the next day yielded the same results. The root cause of the aic's inability to charge with ac power was a burnt power supply and blown fuses.